Event description:
The pt underwent therasphere treatment to the right lobe of their liver in 09/2001 and received 147 gy. In 11/2001, their first cycle of treatment was completed with the left lobe infusion of 134 gy. Both procedures went well and the pt was dicharged to home in stable condition each time. CT scan from 01/2002 showed disease progression in the liver and new pulmonary nodules. Pet scan from 01/2002 revealed improvement of lesions in the lobe of the liver while lesions in the right lobe appeared worse. There were also three foci in the area of the gastric lymph nodes and one focus in the mid-abdomen. Another sign of disease progression was cea increase from 3.2 ng/ml in 11/2001 to 11.1 ng/ml in 01/2002. The pt was retreated with therasphere to the right lobe of the liver and received 164 gy during an uneventful infusion in 01/2002. Biochemical response was appreciated with cea decreasing to 7.5 ng/ml in 02/2002. CT scan from 03/2002 showed mixed response with some liver lesions appearing smaller and others appearing larger. Pet scan from 03-2002 suggested slight improvement in the right lobe of the liver, but extrahepatic progression with new mediastinal lesion. As a confirmation of disease progression the cea increased to 15.5 ng/ml in 03/2002. The pt expired in 2002. This death is not related to therasphere treatment; it is due to hepatic and extrahepatic disease progression.